Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain more information regarding the event; however, no additional information was provided by the account and no product was returned. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including infection, stroke and bleeding, that may be associated with the use of the heartmate 3 lvas. This document lists infection as a potential late post implant complication. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ outlines potential adverse events, including infection, bleeding and stroke, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due to an intracranial hemorrhage (ich) and infection (inf). Additional information was not provided.